Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Troubleshooting found that the customer was not connected to the cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A bolus was given to resolve bg, a new cartridge was loaded, and the customer resumed insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.